Event description:
(B)(4). Massive cramping, unexplained vaginal bleeding, new allergic reactions to foods, ibs, bloating, depression, suicide attempts, unexplained skin rashes, headaches, hair loss, colon polyps.